Event description:
User stated in the chat the patient tried and failed freestyle libre. Reported by hcp office. Hcp office did not consent to follow up. No further information/clarification available. (B)(4).